Event description:
After a laparoscopic cholecystectomy excessive bile leakage was noted. As a result, the pt underwent a second surgery done open to occlude the duct bile leakage. Inflammation of the duct prevented the surgeon from visualizing if the clip was still on the vessel. 5/30/97. Rep reports on 4/17/97 the pt underwent the laparoscopic cholecystectomy. Postoperatively the pt experienced bile leakage and the second operation on 4/20/97 was done to put the stent in. The stent did not resolve the leakage so a third operation was done open on 4/22/97 to resolve the leakage. 6/3/97 several attempts were made to contact surgeon, with no success. Rep did discuss this with dr. He indicated that there was a problem with a bile leak post operatively. Pt was reexplored due to bile peritonitis. It was undetermined as to whether the clip was still located on the duct.